Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, it was reported by a sales representative via email that the solider repair stitch of one of the fibertak from an ar-9928bck-dx biocomposite achilles speedbridge implant system pulled out of the anchor. The surgeon inserted the proximolateral knotless fibertak, and when the solid repair stitch was pulled, the stitch pulled out of the anchor along with the knotless mechanism. The case was completed using the existing anchor¿s tapes and making a traditional speedbridge. The knotless ripstop was not completed because there was no repair stitch or knotless mechanism in the faulty anchor after it pulled out. The case was delayed about five minutes. This was discovered during an achilles speedbridge procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.